Event description:
During an atrial tachycardia ablation procedure, an acute myocardial infarction occurred. During ablation, st elevation was observed on the ECG so a percutaneous coronary intervention was performed which revealed an occluded artery. The patient was stabilized but the procedure was discontinued. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.